Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia caused by the bent cannula. The blood glucose level was 499 mg/dl and the patient was treated with exogenous insulin, intravenous IV (intravenous) fluids and saline. Patient experienced cramps. Patient released from the hospital on (B)(6) 2026. No further information available.